Manufacturer narrative:
Concomitant medical product: dtba1d4 crtd, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) over-sensing and intermittent over-sensing of noise. Reprogramming occurred. The ra lead remains in use. The patient is a participant in (B)(6) registry. No patient complications have been reported as a result of this event.